Manufacturer narrative:
The used cartridge was returned. Inadequate viscoelastic was observed in the cartridge. Tip stress was observed. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of topcoat. A disruption was observed on the left side of the tip. The video was reviewed. The cartridge and lens preparation were not shown. There appeared to be a slight underride by the plunger. After the lens is quickly delivered into the eye, a thin piece of material is observed under the left side of the optic. Forceps are used to remove the material (loose). The lens remains implanted. The returned plastic tray was sent to the particle lab for testing. The tray was visually and microscopically examined and a foreign material was observed. Microscopic examination showed a clear fiber approximately 3.2mm in length. The clear fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the clear fiber's generated ir spectra to a library of spectra finds the best match to the indicated associated iol is qualified for use with the cartridge. The indicated handpiece is not qualified for use with any iol/cartridge combination. The root cause for the reported issue could not be determined. Based on the review of the returned used cartridge and the video, the reported foreign material may have been internal coating material from the cartridge tip. The cartridge was damaged. A non-qualified handpiece was indicated. The use of non-qualified combinations may result in delivery issues and/or damage. Lab testing of the returned tray identified a clear fiber; however, comparison of the clear fiber's generated ir spectra to a library of spectra found the best match to be texwipe. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A physician reported a foreign material was confirmed after implanting an intraocular lens (iol). It is unknown whether it was adhered to the iol or the cartridge. The material was removed and the surgery was completed. Additional information is requested. There are two related reports for this patient. This report addresses the cartridge and another manufacturer report will be filed for the iol.